Event description:
It was observed, during the device inspection. That the insufflation unit exhibited oil leaking from the pressure reducer. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and update to field d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed black fluid came out of the device, but the type of the material or root cause could not be identified. Olympus presumed that it is likely the defect was caused by fluid derived from outside of the device, that invaded into the tube. Oil is not used for the inner components which compose the device. Olympus will continue to monitor field performance for this device.